Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. A cine review of the procedure revealed that no scenes showed the failure to advance/cross the lesion. However, there was irregular flow at the lesion site which appears to be a dissection with thrombus. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a mildly calcified and 80% stenosed bifurcation in the mid left anterior descending artery (lad), second diagonal branch. Pre-dilatation was performed with a 2.5 x 20 mm non-abbott balloon catheter, inflated to 6 atmospheres (atm). A 2.5 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, it could not cross due to the anatomy. The sds was removed and thrombotic material was found in the non-abbott 7f guiding catheter and a thrombus was found in the vessel from the lad over the bifurcation up to the second diagonal branch. An attempt was made to place a 2.5 x 20 mm non-abbott balloon catheter for additional pre-dilatation, but due to the thrombus, the balloon could not be placed. The second diagonal branch remained closed even though two thrombus aspirations were performed. The second diagonal was left untreated. A 3.5 x 23 mm xience xpedition was implanted in the lad to complete the procedure. Heparin was given to the patient during the procedure and tirofiban was given for treatment of the thrombus. No additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all relevant information.